Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to emergency room as blood glucose was high of 424mg/dl and had diabetic ketoacidosis on (B)(6) 2018. Customer had symptoms like nausea, vomiting and abdominal pain. Customer¿s current blood glucose was 117mg/dl. Customer stated that they are still in hospital. Customer was wearing insulin pump at time of hospitalization. Customer alleged for insulin pump under delivery. Customer had bent cannula. Customer performed high pressure test and passed. Products will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.